Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the main coil was physically detached from the delivery wire. The main coil was not returned. The investigation also found out that the coil delivery wire was kinked, likely due to handling damage during the clinical procedure. The information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, it is likely that damage was sustained to the device during the clinical procedure and that this contributed to the as reported event. As blood was noted on the device during analysis the main coil premature detachment was determined to have occurred inside the patient. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on investigation of the returned product, the main coil detached prematurely inside the patient. There was no impact to the patient.